Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up intermittently. Upon functional testing fse found problem was with os disk. To resolve the issue fse re-plugged the hard disk to another hard disk bay. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.